Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A facility representative reported stating that there was a crack in the optic. Lens was inserted and removed. The procedure was completed on the same day. As per the surgeons opinion the product caused or contributed to the event was noted as, loading - plunger was above the lens. Additional information has been requested.

Manufacturer narrative:
Additional information has been provided in h.3., h.6., and h.11. The product was not returned for analysis. The complainant indicates the use of a company injector which is a type iii delivery system, company recommends the use of a use of company injector which is type IV delivery system with this model. The root cause for the reported complaint could not be determined as no sample was returned for analysis. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.